Event description:
It was reported that during a thyroidectomy procedure, the surgeon laid the insulated sheath against the pt's neck while activating the device, which heated up enough to cause a skin burn on the pt's neck.